Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated issue of error code 133.6090¿ was found in error log together with error 121¿s. ¿ on 08/29/2025, the pcu was received unboxed along with the paperwork. ¿ defective wireless card caused error 133.6090, error 121¿s and wireless communication error. ¿ defective material from supplier. ¿ the defective wireless card was removed, and the device will be returned to the san diego repair center for normal processing. Replacement of the wireless card is recommended. ¿ the failure investigation report will be attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.